Event description:
Information was received from a patient receiving intrathecal clonidine, bupivacaine and dilaudid (all unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they got their new pump in april due to normal battery depletion. The patient stated they were not able to get the communicator to work and they were in excruciating pain. The patient said the personal therapy manager (ptm) was working for the first couple weeks and now they couldn't seem to get it to work. The patient also mentioned the communicator wouldn't turn on and they were not able to charge it because they did not have a charging cord. The agent reviewed communicator charging information and recommended the patient charge the communicator. The patient would call back if they needed further assistance. The patient also stated they really hated this new ptm and wanted to go back to their older ptm. The agent informed the patient that their new pump was not compatible with their older ptm. It was also reported that the communicator was not charging and that the charging port was loose.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the device software version of their personal therapy manager (ptm) was 2.0.1700. It was unknown the cause of the loose port on the communicator/communicator issues/ptm issues/communicator not cha rging/communicator not turning on/not working. It was also mentioned that actions/interventions taken to resolve the issue included the patient restarted the device and "it worked".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the communicator found ¿tm90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.